Manufacturer narrative:
Additional information was received. The patient was brought in for a lead revision. This lead was surgically abandoned and a new lead of the same model was successfully implanted. The lead was tested four days post-lead replacement, with normal lead measurements observed. Device interrogation confirmed no noise was present, and no episodes were stored. No adverse patient effects were reported. As the lead will not be returned, clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead experienced a syncopal event. A short episode of noise on the rv channel was detected as ventricular tachycardia (vt) but no therapy was delivered. An x-ray was performed and it was noted that one lead appeared to be fractured; however, it was not determined which lead had the fracture. No additional adverse patient effects were reported. The next steps for this patient and lead have not been determined.

Manufacturer narrative:
As of today, the lead remains implanted with no intervention performed. This investigation will be updated when additional information is available.